Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, inappropriate atp therapy for an svt episode was observed. The device was reprogrammed. The patient will be monitored with routine follow up.